Event description:
A malfunction occurred on the customer's pump, as reported by the caller. There was no adverse impact to the customer's blood glucose level. Tandem technical support arranged for a replacement pump to be sent to the customer. The caller was informed to use multiple daily injections (mdi) as a backup therapy until the new pump arrived. The customer was advised to store and return the faulty pump using the provided return box and prepaid label. Additionally, the customer received instructions to transfer their settings and connect their continuous glucose monitor to the replacement pump.